Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), h9 (correction/removal reporting #), and h11 (additional MFR narrative).

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected that the battery was depleting prematurely. Subsequently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected that the battery was depleting prematurely. Subsequently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.